Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose. The customer blood glucose level was 50 mg/dl at the time of incident and the current blood glucose of the patient was 70 mg/dl. Customer other relevant blood glucose level was 300 mg/dl. Customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer not alleging that insulin pump was over delivering. Customer also stated that they performed displacement test and test was passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The device will not be returned for analysis.